Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) / premature ventricular contraction (pvc) ablation procedure with a qdot micro and the patient experienced a stroke. After the case, a stroke was noticed. The patient was in post-op after the procedure when they started to show some symptoms. The stroke was confirmed by a computed tomography (CT) scan. No other details were available but it was believed the patient has not been released from the hospital. It is unknown if the patient was provided with any medical intervention. No reported issues were experienced during the procedure and the case was completed successfully. All the activated clotting time (act) were therapeutic. The physician did not mention what may have caused the stroke. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31530822l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).